Manufacturer narrative:
The insulin pump was received with a47 alarms due to a corrupted history file. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted and the motor passed motor test. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms. The insulin pump had minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus/basal. Customer's blood glucose was 266 mg/dl. The customer stated that the device was not exposed to high magnetic field such as MRI. Customer does use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised to return the device with battery and zero out the basal rates. Customer was advised that the device would be replaced and agreed to return the product for analysis.